Event description:
It was reported that, "the plastic insert trial cracked in half it fell on the floor."

Manufacturer narrative:
Method - review of device history, complaint history database. Evaluation summary: visual inspection indicated that the device was returned in used condition with visual discrepancies attributed to frequent usage. The trial had fractured completely in half. Damage to the underside locking profile was observed. The damage was likely from impingement between the insert trial and tibial template/headed pins during primary trailing. The device manufacturing history record for the reported lot of trials indicates that devices were manufactured and accepted into final stock with no reported discrepancies. The investigation concluded that this event is related to a trend of similar events where triathlon tibial insert trials fracture, fragment or crack when seating on the tibial templates due to interference with the headed pins fixating the template to the tibia. A design non-conformance was observed.